Manufacturer narrative:
Device received with intermittent button response due to flattened express esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the esc button was hard to respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. Customer stated that the insulin pump had moisture. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting and insulin was exited. Customer stated that the cannula was not bent. The insulin pump will be returned for analysis.